Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups, power cable, power filter, surge suppressor and isd board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported system would shut down uncommanded. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.